Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address elevated bg. To address and resolve the occlusions, customer would change the infusion set and cartridge and resume insulin therapy.